Event description:
It was reported the asymptomatic patient presented in the operating room during implant. The device was post paced t-wave oversensing on the ventricular channel. The oversensing was noted on egm. Programming changes were made. The patient was stable.

Manufacturer narrative:
(B)(4).